Event description:
The customer alleged they received questionable immunoglobulin e (ige) results for one patient on their e602 analyzer. The specific date of this event was requested but not provided. The patient's initial ige result was 600 iu/ml and it was reported outside the laboratory. The physician thought the result was too low compared to the patient's condition. The first repeat result was 600 iu/ml. The sample was then diluted 1:10, and the result was >2500 iu/ml. The sample was then diluted 1:100, and the result was >2500 iu/ml. The sample was finally diluted 1:1000, and the result was 240000 iu/ml. It was unknown which repeat results were reported to the physician. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous result. No adverse event has been reported. The ige reagent lot number was 168340 and the expiration date was 12/30/2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A specific root cause could not be determined with the information provided. Additional details were requested but not provided. Based upon the information provided, the sample diluted 1:1000 gave a result of 240000 iu/ml. It is known that samples above a concentration of 50000 iu/ml may be affected by a high does hook effect. This limitation is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).